Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the cartridge was found to be cracked. Customer changed pump supplies to address occlusion. Customer's blood glucose was within range (value not provided).